Manufacturer narrative:
The root cause category is non assignable (complaint not confirm as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing prospective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration data. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] thought she got burned [thermal burn] , the area where the wrap was all red, it hurt, and it itched [application site erythema] , the area where the wrap was all red, it hurt, and it itched [application site pain] , the area where the wrap was all red, it hurt, and it itched [application site pruritus] , she put the wrap on her bare skin left hip and went to sleep. She was sleeping while wearing the product/ she did not check her skin under the product while wearing thermacare. [Device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A 62-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip, reported as thermacare lower back large extra large) lot # w91247, expiration date may2021, via an unspecified route of administration from (B)(6) 2018 19:00 to (B)(6) 2018 07:00 for hip pain. Medical history included ongoing diabetes and heart disease and the patient was currently under the care of a physician for them. Concomitant drugs included unspecific products. She purchased the thermacare heatwrap and didn't read the pack that reads as aging to put over top of clothes. She put the wrap on her bare skin left hip and went to sleep on (B)(6) 2018 7 pm and took it off at 7 am (B)(6) 2018. She applied the wrap directly to her skin and was sleeping while wearing the product. She thought she got burned. The area where the wrap was all red, it hurt, and it itched at 0700 on (B)(6) 2018. She stated that the incident had to have happened on (B)(6) 2018 because she woke up with redness, pain, and itching. She first noticed the area itching. The reddened area was as large as the heatwrap. She did not consult a healthcare professional for the problems. She put triamcinolone ointment on it and wanted to know how to make it stop itching. She referred to her healthcare professional for that. She still had one left in the pack of 2 counts but she has discarded the one she used. She used to use bengay but has never used a heating pad. The patient classified her skin tone as medium and denied sensitive skin or any abnormal skin conditions. The color of the box purchased was red. Number of hours per day that thermacare was used was 12 hours. She previously used thermacare but usually the small square ones and the same problem did not occurred during previous use. This was her first time using the lower back wrap. She has not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She did not engage in exercise while using the product (for example, running, bicycling). She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before using the product. The action taken for the product was unknown. The outcome of the events "the area where the wrap was all red, it hurt, and it itched" was not resolved. The outcome of other events was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirm as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing prospective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration data. The product quality for the batch is not impacted by this complaint. Follow-up (08feb2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of "device use error", "she thought she got burned", "the area where the wrap was all red, it hurt, and it itched" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "device use error", "she thought she got burned", "the area where the wrap was all red, it hurt, and it itched" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term]: she put the wrap on her bare skin left hip and went to sleep. She was sleeping while wearing the product/ she did not check her skin under the product while wearing thermacare. [Device use error] , thought she got burned [thermal burn], the area where the wrap was all red, it hurt, and it itched [application site erythema], the area where the wrap was all red, it hurt, and it itched [application site pain], the area where the wrap was all red, it hurt, and it itched [application site pruritus]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip, reported as thermacare lower back large extra large) lot # w91247, expiration date may2021, via an unspecified route of administration from (B)(6) 2018 19: to (B)(6) 2018 07: for hip pain. Medical history included ongoing diabetes and heart disease and the patient was currently under the care of a physician for them. Concomitant drugs included unspecific products. She purchased the thermacare heatwrap and didn't read the pack that reads as aging to put over top of clothes. She put the wrap on her bare skin left hip and went to sleep on (B)(6) 2018 7 pm and took it off at 7 am (B)(6) 2018. She applied the wrap directly to her skin and was sleeping while wearing the product. She thought she got burned. The area where the wrap was all red, it hurt, and it itched at 0700 on (B)(6) 2018. She stated that the incident had to have happened on (B)(6) 2018 because she woke up with redness, pain, and itching. She first noticed the area itching. The reddened area was as large as the heatwrap. She did not consult a healthcare professional for the problems. She put triamcinolone ointment on it and wanted to know how to make it stop itching. She referred to her healthcare professional for that. She still had one left in the pack of 2 counts but she has discarded the one she used. She used to use bengay but has never used a heating pad. The patient classified her skin tone as medium and denied sensitive skin or any abnormal skin conditions. The color of the box purchased was red. Number of hours per day that thermacare was used was 12 hours. She previously used thermacare but usually the small square ones and the same problem did not occurred during previous use. This was her first time using the lower back wrap. She has not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She did not engage in exercise while using the product (for example, running, bicycling). She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before using the product. The action taken for the product was unknown. The outcome of the event "thought she got burned" was unknown. The outcome of the events "the area where the wrap was all red, it hurt, and it itched" was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "device use error" "she thought she got burned", "the area where the wrap was all red, it hurt, and it itched" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "device use error" "she thought she got burned", "the area where the wrap was all red, it hurt, and it itched" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.